Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris pump module smartsite infusion set had flow issues the following information was received by the initial reporter with the following verbatim: customer states that the primary tubing backflows into the secondary

Manufacturer narrative:
It was reported that there was back flow. No primary set was returned for investigation. One secondary set model 72213n, lot 24023014 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with blue dye water and attached to a bd primary set. No back flow was observed. Because no primary set was returned no further investigation can be conducted. The customer complaint was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
No additional info.